Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump also received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails.

Event description:
Customer reported via phone call that there is a crack at the back of the battery compartment. Customer's blood glucose was unknown at the time of the incident. No further details provided. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.